Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue. The patient was administered antibiotics to address the issue. Additional information indicates the infection has resolved.

Manufacturer narrative:
Corrected date: h11 - an event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was administered antibiotics to address the issue. The infection has now resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.